Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received after filing a cartridge with 120 units of insulin. Customer's blood glucose level was 160 mg/dl. Reportedly, customer loaded a new cartridge to address the event.